Manufacturer narrative:
Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the capsule ruptured after implantation of the preloaded intraocular lens (iol), during irrigation and aspiration (ia). The iol remains implanted and no further injuries occurred. No further details were provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no. Suspect product was received; however, a video provided by the customer was evaluated. The video showed an eye being implanted with a lens claimed to be a preloaded tecnis eyhance optiblue lens, model dib00v. The images were video captures at different times. They showed the lens unfolding simultaneously with the irrigation aspiration of ophthalmic viscosurgical device (ovd) material; an intact posterior capsule was observed. Then, a posterior capsule rupture from 8:30 to 10:30 in relation to the screen capture was observed. Thirdly, the rupture extended from 7:00 to 11:30 in relation to the screen capture. It could not be determined from the video if there was a correlation between the intraocular lens and the posterior capsule rupture. The potential clinical impact of the reported incident could not be determined from a video assessment. The complaint issue "capsule tear" was not identified during video evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.